Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient experienced difficulty mobilizing the peg, however a buried bumper was not confirmed. On (B)(6) 2019 it was reported the patient had a peg/j-tube re-placement ((B)(6) 2019) due to buried bumper syndrome. It was reported the old inner fixation plate was covered with tissue and the physician had to cut the through the mucus membrane in the abdomen in order to push the fixation plate inwards, to cut the peg and remove it. The old stoma channel was sutured and a new peg/j-tube placed in a new stoma.